Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) flail leaflet for a mitraclip procedure. During the procedure, when clip was placed into the body, air bubbles were observed in the patient and guide had lost column. Guide was replaced and continued the procedure, and two mitraclips were implanted. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). The air embolism appears to be related to the leak. Air embolism is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances as no treatment was provided for the air embolism. There is no indication of a product issue with respect to manufacture, design, or labeling. Code 2199 was removed